Event description:
Internal reamer drive pin sheared off when reamer grabbed on hard bone. Pin fragment could not be located.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.